Event description:
It was reported that the tip of this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had migrated towards the left pectoral muscle. Intervention was performed and the electrode was successfully repositioned. The electrode remains implanted and in service.